Event description:
It was initially reported that patient past away, unknown cause and relationship to vns. The patient had been in and out of the hospital all summer, unknown relationship to vns and the patient's death. It is unclear the physician that the patient has been seeing. Attempt to gain more information and determine the physician that the patient has been seeing to get more information have been unsuccessful to date.

Event description:
Additional information was received regarding the patient's death. The cause of death is unknown as the patient past away in a nursing home. The patient's death was not related to vns. The patient did have a pacemaker implanted a couple months before his death, the need for a pacemaker was not related to vns. The patient had uncontrolled seizures that would put him more at risk for sudep. The patient's death is a possible sudep.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient had died on (B)(6) 2011 due to causes of unspecified dementia; severe depressive episode without psychotic symptoms; epilepsy, unspecified; arthrosis, unspecified. Underlying cause of death was provided as unspecified dementia. There is no allegation or other information indicating that the death is related to vns.